Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 2 sensors with unspecified serial numbers and both sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a pharmacist reported that after customer applied adc freestyle libre sensors and waited for 60 minutes, 2 out of 3 sensors displayed "sensor failed". However, the pharmacist did not report any adverse event associated with the reported issues and no self or third party treatment was reported. There was no report of death or permanent injury associated with this event.